Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07991 and 2134265-2014-07992. It was reported that in-stent restenosis occurred. In (B)(6) 2011, two 2.25x20mm ion stents were implanted, overlapping in the lesion. One year later it was discovered that the stents ¿closed up completely¿. In (B)(6) 2012, a 2.5x28mm promus element plus stent was implanted inside one of the two previously placed stents. An unknown amount of time later, the 2.5x28mm promus element plus stent also ¿closed completely.¿ in (B)(6) 2014, three additional promus premier stents were implanted, overlapping in an unspecified lesion. No further patient complications were reported.